Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The device was reprogrammed and the lead remained in use. It was later reported that the impedance on the lead increased. An x-ray was done and indicated the lv lead was dislodged. The lead was repositioned and remains in use. It was also reported that two months after implant of the implantable cardioverter defibrillator (ICD) the patient had a 2 mm opening on the incision due to erosion. Pocket revision was performed, patient was placed on antibiotics prophylactically and the device remains in use. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2088tc competitor implantable pacing lead (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2011; 4296 implantable pacing lead (B)(6) 2012. (B)(4).